Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2015. Blood glucose at the time of admission was 537 mg/dl. The mother reported the customer was vomiting in addition to having a panic attack from their high blood glucose. It was also found the customer had a stomach virus and heart issues prior to being hospitalized. The cause of the customer's hospitalization was from diabetic ketoacidosis, hyperlipidemia, diabetes mellitus and tachycardia. Customer was treated with an insulin drip and antibiotics. The customer's blood glucose also reached 677 mg/dl while in the hospital. The mother also reported there was deep scratches on the customer's insulin pump. Customer's mother stated the insulin pump was defective, rewinding on its own. The insulin pump also powered off without warning. Customer was advised to revert to a back-up plan. No additional information provided.